Event description:
It was reported to philips that the system could not initiate fluoroscopy. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and continued after multiple restarts. It was reported to philips that the system could not initiate fluoroscopy. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, but the customer did not ask for evaluation as the restarts resolved the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.